Event description:
Boston scientific received information that this implantable right ventricular pacing lead was capped due to increased pacing threshold measurements. Just prior to the procedure, pacing inhibition was observed which resulted in moments of asystole greater than two seconds. A new lead was immediately implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. Should additional information become available this report will be updated.